Manufacturer narrative:
Unit has been returned to the company's repair center for further evaluation.

Event description:
Customer reported an issue with the beneview monitor, which may have affected co2 monitoring. No patient injury was reported.